Event description:
It was reported that patient underwent total hip arthroplasty in 2002. Subsequently, revision procedure was performed in 2008, to replace cup shell and modular head components due to possible allergic reaction to metal ions; surgeon noted wear on explanted components.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. There are warnings in the package insert that state that this type of event can occur. A fax was sent to inform the user facility of the event. The user facility responded that they did not feel event was reportable and tried to contact the FDA for further guidance, but was unable to make contact with anyone. Evaluation in process, but not yet complete. Upon completion of the evaluation, a follow up report will be forwarded to the FDA.